Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber did not automatically fill properly, leaving the chamber "empty" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a water bag for performance testing. Results: the visual inspection revealed no physical damage to the complaint chamber. When connected to the water bag water flowed into the complaint chamber normally. The chamber filled successfully, 10mm above the base and stopped below the maximum line. Conclusion: we were unable to replicate the reported fault as observed by the customer. No fault was found with the complaint chamber. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advises that the filter cap must be opened if a water bag or bottle is used. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."